Manufacturer narrative:
Analysis of the lead, lot #va0guz2, found the distal end electrodes bent. The lead was bent due to damaged caused in how the lead was packaged when returned for analysis. The original condition of the lead at the time of the reported event could not be determined. The lead was electrically okay. The lead had also been stretched so that the tip of the stylet did not extend into the electrode area of the lead. The length of the stretched lead was 41.0 centimeters. Analysis of the unknown stylet found the wire bent. It was bent in multiple locations due to damage caused in how it was packaged when returned for analysis. The original condition of the stylet at the time of the reported event could not be determined. The distal end of the stylet wire where it would be under the electrodes of the lead was straight.

Event description:
It was reported that the lead was damaged during the procedure. The reporter was in an operating room (or) on the day of the report and opened the package and the lead. The end of the tip looked slightly bent, so the physician decided not to use it. Five day later, it was reported that the patient was never in contact with the lead.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.